Event description:
The customer reported that they noticed that a piece of spike was missing, however they are not sure whether it broke prior to being inserted into the bag or after. They were unable to find the missing piece in the fluid bag. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.